Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4x30x135 rx viatrac plus referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the inflation device was taken to 8 atmospheres (bars), but the 5.0x30 viatrac plus balloon did not inflate at the carotid artery target lesion. A leak was suspected on the viatrac. This viatrac was removed and replaced with a 4.0x30 viatrac plus. The inflation device was taken to 6 atmospheres (bars), but the second viatrac also would not inflate. A leak was not noted with the second viatrac. An acculink stent was deployed without predilating the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue or leak was not able to be confirmed. The returned device was inflated and was able to hold pressure. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported inflation issue or leak could not be determined. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.